Event description:
It was reported that the patient heard their pump alarm the night of (B)(6) 2011. The patient had not heard the alarm since, but a telemetry strip from (B)(6) 2011 showed an eri of 5 months. The patient was going to have their pump replaced in (B)(6) 2011, but the surgery was delayed because the patient developed an infection while in the hospital. The infection had not cleared at the time of the call. The relevance of the infection and hospitalization to the pump system was not reported. The drug delivery system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).